Event description:
I had saline, smooth, high profile breast implants placed in 2005. Following this surgery, I have had numerous medical problems and health issues: blood clots, gallbladder removal, ovarian cysts, chronic fatigue, depression, severe wide spread body and debilitating joint pain, brain fog, acid reflux, severe vision decline, nausea and vomiting, digestive issues , vertigo, ear pain and hearing loss, speech problems, trouble with memory and simple daily tasks, anxiety and panic attacks, muscle loss and weakness, restless legs, insomnia, hair loss, chronic cough, choking feeling, sharp chest pain, heart palpitations, night sweats, internal and external tremors, trouble urinating, memory loss, hashimoto's, thyroid nodules, shoulder pain and loss of mobility right side. My symptoms have progressively escalated and I would say they are at an extreme stage. I am currently unable to work. I have had to resort to have state funded medical benefits and (B)(6). My quality of life is very low. I have lost many years of my life, loss of a career and business I owned. I have lost time with family, I have spent wasted time and energy for a medical reason. My body is failing me. I 100% believe my body is dying due to my saline implants.